Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12958. It was reported that patient experienced persistent headache due to a cerebrospinal leakage post a permanent implant procedure. The physician performed a blood patch procedure.

Event description:
Additional information received identified that the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.